Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) device fell over due to the wheel being locked. It is unknown under which circumstances the event occurred or if a patient was involved.

Event description:
It was reported that during a transport of the unit before use, the cardiosave intra-aortic balloon pump (iabp) device fell over due to the wheel being locked. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was not able to reproduce the reported issue. The device was checked and all tests / calibrations were carried out. Wheels are ok. Drive regulator calibration was readjusted on the vacuum side. The values are still within the tolerance range, but readjustment made sense. Device works perfectly. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp was then released to the customer and cleared for clinical service.